Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-30, serial (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient's ins recharger had a 375 error code (antenna failure). The patient was sent a new insr antenna. No symptoms were reported. Additional information received via a manufacturer's representative (rep) stated that the patient thought he had been charging too often since his motor vehicle accident. The patient stated he charges to 100%, and a couple days later when he checks the status the battery will be empty. The following statistics were gathered from the clinician programmer. The 5.0 v 410us 40 hz 562 ohms 8.815, 6.0 v 420us 40 hz 545 ohms 10.831, estimated recharge interval: 6.45 days. A 7/5 duration 0.6 hours, percent charge at end of session 75%. A 7/2 duration 1.7 hours, percent charge at end of session 100%, 7/1 duration 1.3 hours, percent charge at end of session 100%, 6/29 duration 1 hours, percent charge at end of session 100%, 6/29 duration 1.6 hours, percent charge at end of session 100%. It was reviewed that the statistics appear to show normal operation. Additional information received from consumer via the manufacturer representative reported that the patient had their implant replaced due to recharging issues. The patient had communicated that the change in recharging occurred after a car accident in (B)(6) 2016. The patient informed the representative that they felt pain above the lead site in their back after the car accident. An x-ray of the lead show no changes in the lead and the patient stated that since the implant was changed out he no longer had this pain. The patient¿s impedances were normal before and after the implant replacement.

Manufacturer narrative:
Analysis of the ins (37714) found no significant anomalies. The ins was found to have reduced battery capacity due to over-discharge. H6: all fdm and fdr codes apply to the ins (37714) fdc (B)(4) now applies to the ins (37714). If information is provided in the future, a supplemental report will be issued.